Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation 2 adv auto CPAP. The manufacturer received information from the customer stating the device started smoking a minute after the customer turned unit on. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, they found pca has traces of burn. Pca change due to error code #84(err_flow_sensor_stop) and error code #73(err_sensor_press_offset_stop) according to the service manual.

Manufacturer narrative:
In this report, a coding in evaluation method code grid, evaluation results code grid, component code grid was updated. In addition, quote is not approved by customer, additional failure was observed that approved to scrap.